Event description:
During percutaneous coronary intervention (pci), the physician linked the syringe to the hub, but it was already broken. The physician could not use the stent and another one was used to finish the procedure. The device appeared normal when removed from packaging and was reported to be stored in the right way without any damage before removing it from the packaging. There were no kinks or bends in the device before attempting to use it.

Manufacturer narrative:
Please note that this product, (lot no. I1106070) is not distributed in the united states. However, it is similar to the us distributed product. It is also available for testing and evaluation but has not yet been received as of this writing. Additional information received will be submitted within 30 days of receipt.